Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer confirmed that the user successfully resolved the issue by restoring the failed storage space with witness. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer reported that users were unable to remove medications from tower door. There was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.